Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: could you please clarify if the patient suffered from any signs or consequences due to the issue (incorrect quantity)? Please provide more details. No,pre-op. Could you please clarify if two boxes had less quantity than expected? Please confirm- yes, during pre-op preparation, 2 boxes were found less quantity than expected quantity. Analysis summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that was received one open box that pertain to product code vcp311h. Upon the visual inspection of the received box, it was found that contain only thirty-five foil packets instead thirty-six foils. As per product requirements, the box should contain thirty-six packages. In addition, it was noted that the tab dispenser was removed from the box. Although no conclusion could be reached on the cause of the reported event, as part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 275 g/m. Related events captured via 2210968-2023-00353.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. There was one package of product less than expected in the box when just opened. There should be thirty-six packages of product in the box, but actually there were only thirty-five packages of product. Changed to another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.